Manufacturer narrative:
(B) (4).

Event description:
It was reported the stimulation was felt in the wrong location and was turning off. The pt felt stimulation down the leg instead of on her side. There was no known accident related to the onset of the symptoms. The programmer indicated all three lights were lit. Additional info has been requested, but was not available on the date of this report.